Manufacturer narrative:
Other, other text: this MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. A product sample was received for evaluation. Visual and functional testing were performed. Both tamper seals were broken. Top case was found cracked. Force sensor test error was found in pump event history log. Reported problem was able to be duplicated during start-up test. A broken screw in the left plunger case was found. The root cause of the reported issue was unable to be determined. Actions were taken to mitigate the reported issue: replaced left plunger case. A corrective and preventative action has been opened to address the reported issue.

Event description:
It was reported that the device was showing force sensor test error. No patient injury was reported.